Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill three of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the supply line disconnected without falling. The technical services representative reviewed proper procedures and assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.